Manufacturer narrative:
The filler was injected into the patient and is not accessible for return. The syringe has been discarded. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. A review of the device history record has been completed. No deviations or non-conformances noted. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported injecting a patient in the midface, jaw, chin, and tear trough with 6 ml of juvéderm® voluma¿ xc. Four and a half months later, the patient was injected again in the midface, jaw, chin, and tear trough with 1 ml of juvéderm® voluma¿ xc and in the nasolabial folds and marionette lines with 2 ml of juvéderm® vollure¿ xc . Approximately 3 months later, the patient experienced "nodules and swelling to filler treated areas¿ and the nodules became inflammatory. A week later, the patient was treated with doxycycline 100 mg po bid x 14 days and medrol dosepak. Eight days later, patient was treated with 450 u of hyaluronidase and another 300 u of hyaluronidase 3 days later. The event improved but "some induration and swelling" is ongoing. This is the same event and the same patient reported under MDR ID# 3005113652-2022-00466 (allergan complaint #(B)(4)) and MDR ID# 3005113652-2022-00467 (allergan complaint #pr (B)(4)). This MDR is being submitted for the second suspect product, juvéderm® voluma¿ xc.